Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels (approximately 400-600 mg/dl), and "small to trace ketones". The customer received a new pump, and experienced elevated bg levels since switching to the new pump. Customer's health care professional believes the pump is not delivering the correct amount of insulin. Customer delivered additional insulin via the pump to address elevated bg levels, and treated ketones with fluids. Reportedly, there was no injury to the customer, however, the customer had been "really tired" due to the reported issue. Customer's health care professional recommended the customer no longer use the pump and revert to manual injections for continued insulin therapy. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.